Event description:
It was reported that on (B)(6) 2026, a 28 mm amplatzer septal occluder was chosen for implant using an 10f amplatzer trevisio intravascular delivery system. During the procedure, upon opening of the device, deformation of the left atrial disc was observed, described as a cobra-type configuration. There was no angulation or kink noted in the delivery system. The device was not released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment. Following identification of the deformation, the device was recaptured without attempts to manipulate or redeploy it, and a decision was made to use a replacement device. A new 28 mm amplatzer septal occluder (lot number: 8472521) was subsequently implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.